Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy (partial), hysterectomy (full)). Essure was removed. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals, dysmenorrhoea, dyspareunia and pelvic pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Have you had your essure (or any part of the device) removed? No (discrepancy noted). Received treatment for pelvic/ abdominal pain, bleeding, bladder/urinary problem : yes received treatment for other migraine: no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Event : pelvic pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". In 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (partial), hysterectomy (full)). Essure was removed. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, migraine, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Have you had your essure (or any part of the device) removed? No (discrepancy noted) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-aug-2019: pfs received- new events added: pain/ abdominal, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder), infection (urinary tract), infection (vaginal), migraines / headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), patient did not undergo essure confirmation test¿, were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.